Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of the three (3) "factory 1 hr xylene standard" protocols, from which biopsy tissue samples required re-processing. Based on information provided by the complainant on 27 march 2018 and confirmed by the leica application specialist-core histology on (B)(6) 2018, it was determined that the root cause of the sub-optimal processing of tissue samples which had initially been processed in the "1 hr factory xylene standard" protocols started in retort a at 16:24 pm on (B)(6) 2018; in retort a at 15:57 pm on (B)(6) 2018; and in retort b on (B)(6) 2018 was use of a protocol of inappropriate duration for the size of the tissue samples when re-processing the affected samples. Section 8.2.1 of the leica peloris/peloris ll tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.

Event description:
Leica biosystems received the following complaint: "specimens floating in the embedding molds" at completion of one (1) hour protocols run in each of retort a and b on (B)(6) 2018, which comprised 16 and 34 cassettes respectively. The complainant also advised that the one (1) hour protocols had completed successfully; and "some large specimens" had been re-processed using the instrument cleaning cycle. On 23 march 2018, a leica application specialist-core histology (fss) visited the laboratory in order to provide applications support. The fss documented that sub-optimal tissue processing had been identified from the "1 hr factory xylene standard" protocols started in retort a at 16:24 pm on (B)(6) 2018 comprising 61 cassettes; the "1 hr factory xylene standard" protocol started in retort a at 15:57 pm on (B)(6) 2018 comprising 17 cassettes; and the "1 hr factory xylene standard" protocol started in retort b on (B)(6) 2018 comprising 35 cassettes. The affected tissue samples were described as "some tissue dry, others soft". Information as to the type(s) and dimensions of the affected tissue samples were not provided. The fss also documented that the ethanol concentration in bottles 3-10 could not be measured because a hydrometer was not available; reagent in bottle 3 (ethanol) was "very cloudy despite the laboratory instrument maintenance log showing that the contents had been replaced on (B)(6) 2018; and reagent in bottles 11-14 (xylene) had been replaced prior to her arrival in the laboratory. On 27 march 2018, the fss documented the following information provided by the complainant: "some of the biopsies we reprocessed on the vip using the program for large tissue have artefacts and might be due to twice process." On 29 march 2018 leica biosystems received confirmation that all cases from which the quality of tissue processing had been identified as sub-optimal, were diagnosable. In order mitigate recurrence of the circumstances involved in this complaint, instrument user training was conducted by the fss on 29 march 2018. On 20 april 2018, the fss documented the following confirmation regarding the regimen used to re-process the biopsy samples which were the subject of this complaint: "the tissue size was appropriate for the 1 hour protocol however due to a lack of resources, they needed to process the small tissue on the same protocol as their large specimens..."